Event description:
I use a medtronic 670g insulin pump which is under a class 1 recall. Medtronic only requires periodic inspection of the insulin pump's retainer ring by the user when infusion set changes are made. For most users this happens about every two days. This process provides no protection against accidental, unrealized life threatening damage between inspection. I would think a recall means just that, recall and replace affected units which apparently medtronic has no plans to do. FDA safety report ID# (B)(4).